Event description:
It was reported that patient passed away. The cause of death was severe brain bleed with herniation secondary to a subdural hematoma. The cause of subdural hematoma was unknown. The patient had an increased international normalized ratio (inr); warfarin had been recently increased. The outcome was not device or therapy related. The device operated as expected. It was not explanted and will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.